Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the attempted right ventricular (rv) lead exhibited high and unstable impedance measurements. After the helix was retracted in order to reposition the lead, the physician experienced difficulty in manipulating the lead. The lead was then removed and it was noted that the helix had extended and could no longer be retracted. A different lead was then implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and the inner insulation of the lead became extrinsically distorted due to kinking/buckling. Visual summary analysis of the lead indicated stretching and damage at implant. The analyst commented that the helix could not be retracted. The lead was returned stretched, with buckling of the inner insulation. A stretched lead may not fully transfer torque to the helix when turning the connector pin.